Manufacturer narrative:
Concomitant medical products: product ID: 6935m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient appeared to be in a ventricular tachycardia (vt) but the implantable cardioverter defibrillator (ic d) detections were withheld. The ICD remains in use. No patient complications have been reported as a result of this event.